Event description:
It was reported that stored episodes showed noise on the right ventricular lead. The noise was able to be recreated with patient movement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.